Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
D4: the UDI number is unknown as the part and lot number was not provided. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices were not provided. Based on the information reviewed, a conclusive cause for the reported incomplete coaptations and complete clip detachments cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Event date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional patient effects and/or device issues referenced in the article listed are filed under separate medwatch report numbers. Attachment article titled "early and mid-term outcomes of percutaneous mitral valve repair with the mitraclip: comparative analysis of different euroscore strata¿.

Event description:
This is being filed to report single leaflet device attachment/slda and complete clip detachment. It was reported through a research article identifying mitraclip and steerable guide catheter devices and that may be related to the following: single leaflet device attachment/slda, complete clip detachment, recurrent mitral regurgitation (mr), worsening mr, myocardial infarction, foreign body,embolization, ischemia, stroke, hemorrhage, heart failure,stroke, renal failure, atrial perforation, medical intervention, surgical intervention, prolonged hospitalization, and death. Details are listed in the attached article, titled "early and mid-term outcomes of percutaneous mitral valve repair with the mitraclip: comparative analysis of different euroscore strata¿. No additional information was provided.